Event description:
Break in a PICC groshong 7 cm from the hub, nearby the mark of 29 cm, it is on the blue part nearly all of the blue silicon part have a break. The pt had the PICC nearly 6 months, it was inserted (B)(6) 2013 and no problem at all during the insertion procedure. In the right arm 12 cm from the armpit. A quite big break located under the skin. The nurse used there rutins and flushes the catheter with naci and detects that saline comes out from the insertion site. The pt had the treatment of cytostatic karboplatin be handling had have 6 treatments and all of them went well but when there was starting the 7th whey have to take the PICC out because of this problem.

Manufacturer narrative:
The manufacturer has received the sample and will be evaluated. Results are expected soon.